Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was having issues back in 2007 with passing out and the cause could not be determined. The pt had the device explanted. When she had both a MRI and x-ray done 2 months ago, it was found that the lead was still in place. It was noted that the pt had multiple sclerosis and may need to have the lead explanted due to a need for a medical procedure (not specified). Additional info was requested.